Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that the save to disk contains no anomalies. Implant detection is set to complete, presumably by the clinician. No diagnostics present in file.

Event description:
It was reported that the device did not have counters or diagnostic data because implant detect was still in progress. It was questioned why implant detect did not complete for the device since the device was connected to an atrial lead with impedance measuring in the 300 ohm range. Implant detect was completed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.